Event description:
The ge service rep found that the flip-flop brake will not lock.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use. This MDR is related to ge healthcare complaint number.